Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: cath lab manager. PMA/510(k): k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2022 - two of the secondary legs are flipped up. They tried to retrieve it but were unable to do so. Patient outcome: another procedure ( retrieval procedure) will take place on (B)(6) 2022 to try again to retrieve it.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that two of the secondary legs were flipped up. The physician tried to retrieve the filter but failed. In attempt to retrieve the filter an additional procedure was scheduled. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning there are adequate controls in place to ensure that this type of device is manufactured to specifications. The device was not returned for evaluation, no images or lot number were provided for the investigation. Based on the limited information provided it is unknown what caused the secondary legs to ¿flip¿ up. However, if the filter was manipulated with during deployment it could influence the secondary legs position in ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.